Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation identified that the fibulock nail itself did not contain rust or discoloration on the device. The pu sleeve was found to contain the discoloration around the weld points. An ncr was initiated to further investigate the event.

Event description:
On 11/15/2021, it was reported by a facility representative via e-mail that a ar-8973l-30-180 fibulock nail inner packaging may be rusted. This was discovered during a case when one of the sales representatives opened the box to the fibulock nail and it was found to have some sort of substance or rust inside. There was no patient effect reported.